Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.

Event description:
Description : rep called in post procedure to discuss trouble with farawave 31mm catheter / guide wire. Delivered pfa x 4 in basket but when in flower they were not able to move the guidewire. They proceeded to go back to basket and were still unable to move the guidewire. Removing both cath and guidewire were necessary. No issues with new fw cath and guidewire. Baylis used for transseptal. Carto mapping. After further discussion, workflow, anatomical / mechanical issues may be causing this challenge with the catheter/guidewire as it has happened several times with the same physician. Documenting catheter lot # for case reporting. Starter rosen guide wire 0.035'. Fw 1.0. Lot # 36898426. Caller facility: null new attachment(s) : no time of event: post procedure/prior to discharge product return expected: no.